Event description:
Customer reportedly received results of 538 mg/dl and 65 mg/dl within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.